Event description:
It was reported that an attempt to insert the iab without using a sheath failed due to femoral artery stiffness. A sheath was then inserted, and the iab was inserted through the femoral artery to the aortic arch. Pumping was initiated, but the pump began alarming. When the physician tried to remove the iab, difficulty was encountered, and surgical removal was necessary. Another MFR's iab was inserted and there was no complications.